Event description:
It was reported that the right ventricular (rv) lead exhibited post pace t-wave oversensing (twos), double counting of r-waves, and over 300,000 short interval counts (sic)'s. The physician questioned if this indicated a possible fracture. The sensitivity was reprogrammed and the double counting and oversensing were resolved. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 ICD, (B)(6) 2013; 407652 lead, (B)(6) 2013. (B)(4).